Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, significantly increase in pacing impedance and capture threshold were observed on the rv lead. The lead was repositioned, and normal lead measurements were observed in the next day follow up. The patient was stable throughout the procedure.